Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was explanted and replaced with quadripolar lead due to symptomatic pacemaker syndrome due to suboptimal placement of leads, entire system was replaced, per op notes. Should additional information become available, this file will be updated.